Event description:
The customer had an on-going issue with questionable ise results. She provided ise results for three patients, potassium results for one patient were discrepant. The initial potassium result when tested on this cobas 6000 c501 module was 4.40 mmol/l. The sample repeated on a different cobas 6000 c501 module, serial number (B)(4), gave potassium result 3.75 mmol/l. The initial potassium result was repeated on the other analyzer before it was reported because it differed from the patient's previous potassium results. No erroneous results were reported outside the laboratory and there was not affect to the patient. The potassium electrode lot number was not provided.

Manufacturer narrative:
No additional information was provided for investigation. A root cause could not be determined. No erroneous results were reported. No patients were affected.

Event description:
Pediatric pt is a subject in a clinical trial sponsored by a pharmaceutical firm. On (B)(6) 2010, study investigator informed dexcom that pt experienced a broken sensor wire seven days after insertion. Upon removal, pt's mother noticed the length of the sensor wire was much shorter than previously removed sensors. Upon examination by the study investigator, the sensor wire was not visible. An x-ray completed on (B)(6) 2010 confirmed the distal wire fragment was retained in pt's upper right arm. Pt experienced no pain/erythema at the insertion site and was stable at the time of the study investigator's report to dexcom technical support.